Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set leakage at site event on 03-june-2024. Customer regularly rotate site location. The blood glucose level was 300-250mg/dl. Infusion set has been 4-5 hours, last was used for 8 hours.therefore, patient was treated with correction via IV bolus. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.

Manufacturer narrative:
Initial and final MDR 1912262 - MDR 3003442380-2024-14534 - device 1 of 3.